Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After implantation cerebrospinal fluid (csf), leakage was observed. Afterwards, the patient has got meningitis three times; the patient had been in a coma in one of the episodes. The most recent meningitis episode was a month back. Every episode of meningitis is accompanied with csf leakage from the ear canal. The parents of the user want to explant the device. The patient's device is working fine and is still in use. The sealing of the cochleostomy will be investigated by the surgeon and either the implant will be left in place with proper sealing or explanted depending on the status and parent's consent.

Manufacturer narrative:
According to the information received, the patient has a history of post-operative recurrent meningitis episodes accompanied by csf leakage. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. A revision surgery has been performed to repair the cochleostomy seal and therefore stop the csf leakage. Thereafter, the recipient is reportedly doing good and using the device. Additionally, in situ measurements are indicative of a functional device, apart from a short circuit between two channels for yet undetermined reasons. The concerned device remains implanted. This is a final report.

Event description:
After implantation, cerebrospinal fluid (csf) leakage was observed. Afterwards, the patient has got meningitis three times; the patient had been in a coma in one of the episodes. The most recent meningitis episode was a month back. Every episode of meningitis is accompanied with csf leakage from the ear canal. Per latest information received, the csf leakage was at the cochleostomy seal and was repaired during revision surgery. Thereafter, the recipient is using the device without any discomfort. The clinic is monitoring the patient.